Event description:
It was reported that the cardiomems implant procedure was aborted after the physician identified an issue with the guidewire. No adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive.